Manufacturer narrative:
(B)(4).

Event description:
It was reported that right after implant procedure, upon device interrogation, device back up mode was observed. Prior to device implant procedure, upon device interrogation no anomalies were observed. It was suspected that power off reset had occurred. A device restore was performed successfully. It was recommended to replace the device if the power off reset issue occurs again. Patient was stable post procedure.